Manufacturer narrative:
UDI: (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor power of the air oscillator device was too low. It was determined that some of the parts were damaged, the device had below normal power, the bearings and sealing rings were excessively dirty, and the motor was locked. It was observed that the issues were due to failures in the cleaning and lubrication processes. It was further determined that the device failed pretest for check frequency, minimum 12¿000 to 16¿000 oscillation/minute, and check for air leak. It was noted in the service order that the motor was locked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred on the (B)(6) in 2019. The actual month was not specified. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.